Manufacturer narrative:
(B)(4): it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4)

Event description:
It was reported that during a percutaneous translumial angioplasty (pta) procedure a balloon rupture occurred. The 100% stenosed lesion was located in a moderately tortuous and calcified unspecified vessel below the left knee. Vascular access was obtained via the groin. An unspecified peripheral cutting balloon was selected for dilation. To what atms and duration of inflation are unknown. The 1.5mm x 20mm x 142cm sterling es pta balloon dilatation catheter was selected to pre dilate the target lesion and during advancement severe resistance was encountered. On the first inflation attempt at 6 atms a balloon rupture occurred. The inflation duration is unknown. The balloon catheter was successfully removed and the procedure was completed with another of the same device. There were no patient complications reported with the patient status listed as 'good'.